Event description:
An intermittent lock between the equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. In june 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's cii device was scheduled.